Manufacturer narrative:
The reported customer complaint of "won't turn on" could not be duplicated, however, investigation results revealed "no audio" on the device. The report of "no audio" was isolated to the main pcb. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure. Information has been added to the database for trending purposes.

Event description:
On 8/28/2007, nellcor puritan bennett received a report of "wont turn on." The device associated to the initial report was received and evaluated.